Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown liner, unknown, unknown, unknown cup, unknown, unknown, unknown stem, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01911, 0001825034 - 2018 - 01912, 0001825034 - 2018 - 01913.

Event description:
It was reported that a patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This report is being submitted to relay additional information. Upon receipt of additional information it has been determined that this event has previously been reported. This report should be voided. This event was previously reported under the following reports: 0001825034-2018-02103, 0001825034-2018-02103-1.